Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: (B)(4). 2.3 serial number/batch:(B)(6). 2.4 software version: n030005. 2.5 hours of operation: 17529. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The device history files from 2024-03-27 was investigated. A space line was selected and the infusion started with a rate of 108ml/h and a volume of 1070ml at 00:04 am. At 03:51am a air bubble alarm occurred and the infusion was continued. At 09:22 am a air rate alarm occurred. The line was purge one times and started again. At 09:59 am the pre-alarm "vtbi near end" occurred. The pre-alarm confirmed and a new volume of 503,9ml was selected. The pre-alarm occurred again at 14:37pm and a new volume of 108ml was selected, the infusion was stopped for a few seconds and started again. The volume was reached and the infusion stopped at 16:06pm. At this time, 1675,1 ml was infused. No other abnormalities was found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (353-01-051) on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,06%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Event description:
According to the customer a patient underwent infusion therapy of 1070 milliliters (ml) acetylcysteine over a 10 hour period. It was observed that at least half of the bag of fluid was not infused after the 10 hour period. No patient complications were reported as a result of this event.